Manufacturer narrative:
Inspected one opened and used reservoir. Unable to perform leak test, performed visual inspection and found 2nd o-ring out of groove. Reservoir opened and used.

Event description:
It was reported that the reservoir leaked. The o-ring looked damaged. Customer will return the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.